Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator was returned for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. Also during the evaluation, the air path assembly, air path foam and filter were repalced for preventative maintenenace.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.